Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction / sacral nerve stimulation and gastrointestinal / pelvic floor. It was reported that the patient received a recharger service code 1707. The patient reported difficulty charging the ins stating it won't find the implant it takes a long time and is difficult to find and start charging and if they sit perfectly still it disconnects anyways. The following troubleshooting steps were performed: reset the recharger, closed out of all running applications, recommended patient lean forward while sitting to optimize ins position, apply comfortable pressure to the recharger or consider tightening the recharging belt, repositioned the recharger, located the ins by looking for incision and / or palpating the ins, dismissed code 3167. Additional troubleshooting information: patient's husband assisted patient to position the charger and was successful to connect to charge. Patient said their ins battery was 40%. The troubleshooting steps that were taken on the call resolved the issue. Patient said they have called pats about recharging difficulty in the past. The patient's relevant medical history included they expressed a great deal of frustration with recharging difficulty since implant and said they will see their doctor on (B)(6) to get their rechargeable ins replaced with a non-rechargeable stimulator or they will just catheterize instead. Additional information was received. The patient called back due to having trouble recharging again. They tried to do a recharge on saturday and it was coming up with an error. The patient doesn't remember the error message. It is impossible to connect and stay connected. The patient calls in about once a month. It is very frustrating. The patient was assisted with a hard reset which resolved the issue. They had 50% stimulator battery charge, excellent connection and myotherapy on. The patient thinks they need a new handset. They charged the handset 100% last week and it is dead today. The patient was asked if they powered it off and they said they did. The patient was transferred to mobility it. On (B)(6) 2023, the patient replied via letter. When asked if the cause of the difficulty maintaining connection to recharge was determined, they replied, "no." When asked what most likely caused or contributed to this issue they replied, "because your rechargeable interstim is a total piece of ¿profanity¿ should be taken off the market!!!!" When asked what steps were taken to resolve the issue, they replied, "resetting recharger - I've called at least 100 times - literally -have to call every other time I use your piece of crap - it's frustrating impossible to live with - I'm getting a new on rechargeable device soon." When asked if they are able to successfully recharge the implant, they replied, "only with a lot of time, effort tons of frustration." When asked the approximate depth and location, they replied, "upper buttocks - 1/4 inch or less." When asked if they have contacted the doctor who manages the device to have it checked, they replied, "yes, I'm getting a new device very soon - I see my urologist middle on (B)(6)." On (B)(6) 2023, the patient called back after receiving a replacement handset but was only seeing the my ptnm application. The patient checked in the applications and there were no other applications on the handset. Healthcare it was contacted and it was reviewed that they would have to send the patient another handset with the micro myotherapy and recharger applications on it. Caller called back and repeated information regarding dissatisfaction with recharging. Caller mentioned they will be getting it replaced next month with a prime cell.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.